Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Without return of the device or additional information the cause of the event cannot be conclusively determined; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 25 mm aortic pericardial valve, implanted three (3) years, two (2) months, was explanted due to aortic stenosis. This valve was originally implanted to correct the patient's native aortic stenosis. At explant, all three leaflets were detected to have poor mobility and abscess was detected at annulus. There were no vegetations observed however prosthetic valve endocarditis (pve) was suspected. The causative microorganism was not detected and therefore the type of infection was unknown. The valve was explanted and replaced with a 21 mm edwards magna ease valve with no adverse patient effects reported as a result of the valve replacement. The valve will not be returned for evaluation as pve was suspected and a type of infection was unknown. Patient status was reported as "recovering".